Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: component loosening. Queried which component loosened - (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- right. Reason(s) for revision: component loosening. Queried which component loosened - 3 nov 2014. Nov 6th 2014 - rec'd confirmation that cup loosened - see email in (B)(4) - additional product complaint information - request 2. Update 6 nov 2014 - added pain / noice / alval / soft tissue reaction / elevated ions as reasons for revision. Other reasons noted are: recent x-ray - marked lucency around the acetabular component'. Increased pain over the buttock, particularly over the trochanter on walking, pivoting or weight bearing on the right. Now walking with antalgic gait. Elevated ions with cobalt at 231nmol/l and chromium 190 nmol/l at operation metallosis and amorphous debris was found.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: component loosening. Queried which component loosened - 3 nov 2014. Nov 6th 2014 - rec'd confirmation that cup loosened - (B)(4) - additional product complaint information - request 2. Update 6 nov 2014 - scf rcvd and attached. Added pain / noice / alval / soft tissue reaction / elevated ions as reasons for revision. Other reasons noted are: recent x-ray - marked lucency around the acetabular component'. Increased pain over the buttock, particularly over the trochanter on walking, pivoting or weight bearing on the right. Now walking with antalgic gait. Elevated ions with cobalt at 231nmol/l and chromium 190 nmol/l at operation metallosis and amorphous debris was found. Update - added patient name , marked as legal, attached legal letter, added additional surgeon, added additional hospital. Taken from legal letter dated 29th jan 2015. (B)(6).